Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the arthroscopic meniscal repair operation, when using the device, noted the ceramic fell off. And it did not fall into patient. Another device was used to complete the surgery. No additional information could be provided. Visual inspection revealed that saline residues could be seen in the suction tube. Also, it appears that a part of the ceramic was not attached. When performing the functional test, the electrode was connected to the vapr vue test generator, the electrode was not working on both modes and any message display on the generator. For further investigation, the electrode was sent to the manufacturer. The results were reviewed with the manufacturer and the results obtained are the following: the vapr s90 4.0mm w/integr hdp -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in the original packaging and no visible damage to handle, cable or plug. The distal tip is in a used condition and there is residue in suction tube. Also, the plastic manifold has been damaged. During the electrical test, the hipot (active-return) parameter was not passed. The functional test was performed, and activation test showed that during the ablate mode, the output shorted error displayed, and no issues found in coagulate mode. A DHR review has been performed for lot u1912043; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore, no containment or correction action related to the individual complaint is required. As detailed in control plan 920721, one-piece lps electrodes are 100% inspected for functionality as part of their product test regime (process ID 190) therefore all reasonable containment is in place. The customer report stated that the ceramic fell off. Visual inspection found that the plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Based on the charred and burnt section of the manifold seen the likely cause of this failure is shorting at distal tip. This issue was escalated to a CAPA. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during the arthroscopic meniscal repair procedure on (B)(6) 2021, it was observed that the ceramic fell on the vapr s90 4.0mm w/integr hdp device fell off outside the patient. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.